Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00055: driver, 3025141-2021-00061: plate.

Event description:
While implanting an aculoc 2 plate, a locking screw was being implanted. The driver tip broke off in the screw head while inserting the screw. The tip of the driver could not be removed and was left implanted.